Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1130am. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). The patient continued to take her usual dose of medication. The patient denied developing any symptoms. The patient stated she received advice from her health care professional (hcp) regarding her diabetes. On (B)(6) 2011, the patient obtained a blood glucose result of "213 mg/dl" with another device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter; however, the meter would not power on with test strip insertion. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.